Event description:
It was reported that when the external pulse generator was turned on, it would not stay powered on. A new battery was put in, but the voltage of that new battery was not measured. The generator was returned for service. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis could not confirm the reported event. Lower case and side bail covers are broken.